Manufacturer narrative:
Investigation evaluation: no product will be returned per information supplied by the customer. Final inspection for tpn multi lumen catheter confirms lumens are open with no lumen communication and that extensions are properly aligned and confirms overall catheter surface is clean and free of damage of excessive imperfections. This product is shipped with an IFU states under warnings: "if lumen flow is impeded, do not fore injection or withdrawal of fluids. Notify the attending physician immediately." We are inconclusive as to why this failure occurred. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. No additional actions required at this time. Per (B)(4), additional action is not required at this time based on the associated risk.

Event description:
The device was used on a child (B)(6) for administration of therapeutic drugs, blood sampling and blood transfusion of red cell concentrates (rcc) from the right internal jugular vein. It takes much time to perform administration of therapeutic drugs and blood sampling with 12cc syringe (the used syringe is not from this catheter set). For example, it took 5 minutes to take 3cc of blood sample on feb 5, 2014. Also, a blood rectum is sometimes observed right after heparin lock since (B)(6) 2013. Although clamps are closed, bloodstream into another tube connected to the device is confirmed sometimes. When this event occurs, the physician performs additional heparin lock to push back the bloodstream. (The device is still being used.) There have been no adverse effects to the pt reported. Additional information is provided. On (B)(6) 2014, an occlusion sign (light) turned on during drip infusion of solemn 3a after blood transfusion from the blue hub side. Medicinal solution would not flow inside the line connected to the blue hub, so the physician removed the line to inspect the connection part of the hub then confirmed catheter occlusion at the blue hub side. Though heparin-added physiological saline solution was injected from the hub, it would not flow inside the catheter either. When the user removed a syringe, matters looked like blood clots floated out from the connection part. Since another lumen with a red hub was open, the physician decided to continue to use the device only with the open side with a red hub. Also, the user started to inject soldem always after blood transfusion. On (B)(6) 2014, right after an occlusion sign (light) turned on during blood transfusion of rcc from the red hub side, heparin-added physiological saline solution was injected. However, it would not flow inside the catheter. Then, whole catheter was removed form the pt. After removal of the catheter blood clots on the catheter tip were confirmed. The catheter with the red hub was dismantled by the user in order to inspect the device, and it was confirmed that not only some blood clots were dotted in the inner lumen but also thready blood clots were placed in some points. Moreover, when t he user inspected surface of the catheter of the blue hub side, he could see color changes of the inner lumen dottedly event from outside, which seemed that the occlusion was caused with blood clots. Then, another manufacturer's catheter hickman/by medicon) was placed instead under general anesthesia. As of (B)(6) 2014, there have been no adverse effects to the pt reported. The physician commented: march 11, 2014: the number of platelets of the pt is about 1/10 and red blood cell was half compared with general infants, which means that thrombosis would rarely occurs. However because catheter occlusion occurred on the pt. On (B)(6) 2013: physician do not believe that the pt conditions have contributed to occlusion due to multiple occurrence of blood clots inside the catheter during a shot time in consideration of the pt conditions listed above.